Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sample leakage occurred from cracked tube after use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: after being used for blood collection, the tube was found to be cracked, which resulted in blood leakage.

Manufacturer narrative:
H.6. Investigation: bd received actual samples and an additional 88 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for cracked tube of the actual sample was observed. Additionally, there was no abnormality on the 88 unused samples because they drew correct volume of colored water. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that sample leakage occurred from cracked tube after use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: after being used for blood collection, the tube was found to be cracked, which resulted in blood leakage.